Event description:
Dr [redacted] went to use aveta smol device. The handpiece came apart. When she put the pieces back together and tried to use it, it created a suction that would collapse the uterine cavity.